Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that when they withdrew the listed device from the patient, the safety mechanism would not activate; therefore, the needle remained exposed. No adverse effects to patient or user reported.

Manufacturer narrative:
One used device sample was returned for evaluation. Visual inspection revealed the device was returned in the non-retracted position; no abnormalities or product faults were identified with the sample. Functional testing found the sample to operate as intended. When the device arm was pulled upon, the needle retracted into the locked position without difficulty. The reported product issue could not be duplicated during testing. As the returned products were confirmed to operate as intended, no evidence was found to suggest the reported event was related to an intrinsic product problem.